Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. However, the root cause could not be determined, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the objective lens surface was dirty. There were no reports of patient involvement.